Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -9.20%. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Event description:
Device evaluation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -9.20% was not confirmed or validated. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6% the device overall condition was found to be excellent. No action taken. Device passed all functional testing.